Manufacturer narrative:
As part of normal complaint f/u, an eval of the event has been initiated at mako surgical. The eval is on-going and a supplemental report will be filed if when results are obtained.

Event description:
The surgeon was performing a makoplasty hip arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris pst/tfs total hip implants. During reaming, the surgeon stated that the inclination was visually high. He was not able to impact the acetabular cup to the pre-planned depth. He proceeded to ream deeper and try to impact the cup again. Again, the cap was not seated properly. The surgeon then reamed manually and impacted the cup manually. The cup plane was 26 degrees of inclination and 9 degrees of version. This was off from the plan. The case outcome was successful.